Event description:
Customer reported that a pump malfunction occurred, causing their blood glucose level to display as "high" due to exceeding 500 mg/dl. Customer attempted to address the issue by resting the pump and administering a correction bolus using the pump, with no assistance required from a third party. Although the pump was out of warranty, customer expressed interest in obtaining an out-of-warranty loaner pump and agreed to send insurance card pictures. Ultimately, customer decided to investigate options for obtaining a new pump rather than the loaner.